Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged; in addition, it was reported that evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/12/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal: the reported battery compartment damage was confirmed. Evidence of moisture ingress was found on the inside of the battery compartment: the reported moisture ingress issue was confirmed. The pump failed a leak test due to battery compartment and display lens leaks. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.